Event description:
Hemodialysis pt is reported to have alergic reaction to fistula needles used for dialysis treatment during the past month. Symptoms include severe itching sensation inside arm and red spots around the insertion site. User facility changed this pt to a different brand of needles and the reaction continues to occur, however it is reported to be less severe. Pt is administered benadryl (50mg at initiation of treatment and 50mg during treatment) but this does not relieve symptoms.